Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) male patient had a skin irritation. The patient had an open blister on his right side under the electrode. The patient's doctor placed a band-aid over the blister to treat the irritation. Follow-up indicated that the patient had no further issues.